Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 1200 mg/dl while wearing the pod. Symptoms reported include hyperglycemia, nausea and vomiting. In addition the patient reports having a sinus infection as well as influenza and tonsillitis. Once at the hospital the patients pod was removed. The patient was treated with intravenous fluids as well as insulin and antibiotics. The patient remains in the hospital at the time of this call. The patients pod will not be returned as it has been discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.